Event description:
Customer had discrepant sodium and potassium results generated on patient samples which occurred twice. He provided two examples: patient 1, initial sodium result 116 mmol/l, repeated on same analyzer gave 1511 mmol/l and repeated on different analyzer gave 138 mmol/l; initial potassium result 12.11 mmol/l, repeated on same analyzer gave 5.76 mmol/l and repeated on different analyzer gave 3.6 mmol/l. Patient 2, initial sodium result 136 mmol/l, repeated on same analyzer gave 1 mmol/l; initial potassium result 4.6 mmol/l, repeated on same analyzer gave a negative result (specific value not provided). None of the patients were treated based on the original results as the original results were not reported. Electrode lot #s were not provided. Customer noticed the reagent line had come completely out of the kcl bottle. He was advised to reinsert the line and prime the reagent which resolved the issue.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.